Event description:
Dds alleged that two patients were burned on the outside of the cheek from the valo curing light while curing sealents on tooth #19. Neosporin was used. This is the second of two reports.

Manufacturer narrative:
After extensive testing on the returned unit it was concluded that the curing light did not get hot enough to create a burn under normal use, but becasue intervention was performed by applying (B)(6) to the the affected area this even is reportable as per 21 cfr part 803.